Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during an olif (l3-5) for spinal canal stenosis, l3-5: anterior-posterior fixation, the conduit lateral was used for the anterior and viper prime for the posterior. In the surgery, when inserting the pps into the posterior l4 vertebra, the anterior part of the l4 vertebra was hard and the viper prime screws on both sides could not move forward from the hard area. When turned a little harder, the tip of left viper prime screw appeared to be chipped in the image. Therefore, the viper prime screws on both sides were removed and replaced with minus 5 mm screws. It was confirmed that the viper prime screw on the left was missing its tip (tip teeth). There was no change in the patient's condition during the surgery. The surgeon could not clearly see on the image whether the missing part of the screw was within the vertebrae. The surgeon determined that the missing parts may have fallen inside or outside the body during the removal process.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review a manufacturing record evaluation was performed for the finished device product code: 186770450s lot number: tbamux the product was released on: 13 feb 2024 manufacturing site: jabil le locle expiry date: 31 dez 2028. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.